Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode and it was not possible to communicate with the device. The device was successfully restored to normal function. The condition of the patient was good.